Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00193. It was reported the scs lead eroded through the patient's skin. As a result, surgical intervention was undertaken during which the scs system was explanted. Note: it's unknown which of the two leads experienced the issue, therefore both leads are being reported.